Manufacturer narrative:
E1/ facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a b30 scope communication error. The issue occurred during preparation of use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout and there is a slight dark break in the light [guide fiber] bundle of insertion section. Based on the results of the investigation, it is likely the following led to the malfunction: blackout is caused by a component failure of the universal cord sheath. A root cause of the damaged sheath and break in the light [guide fiber] bundle of insertion section could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.